Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that their pacemaker is loose, it will move to the center of their chest when sleeping on their left side, and when sleeping on their right side it slides under their armpit and sometimes it will flip on its end and they have to push the pacemaker down to let it lay flat. The device is still in use. No patient complications have been reported as a result of this event.